Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a beep anomaly. Customer reported that insulin pump continued to beep even after pump rest and battery change. Customer's blood glucose was 305 mg/dl. Customer also called back and reported that display screen was frozen even though the time advanced. Customer's blood glucose was at 270 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons function properly. No damage was noted on the keypad traces. The keypad connector on the j2 lcd was locked. The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No frozen screen, audio beep or vibrate anomalies noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. .